Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert after entering the bolus delivery screen. The customer did not deliver a bolus which resulted in customer¿s blood glucose (bg) elevating to a reading of ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address bg level.